Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a consumer in united states on 24-apr-2014 via an internet transcription of a tv emission. The report refers to the reporting (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012, after she had had her third child, and she experienced a mysterious pain, basically she could not lay on her side, her stomach, her back, it hurt everywhere. The consumer was part of a group of six women who all said they suffered debilitating side effects some (unspecified who) said their pain was so serious, they had hysterectomies. But, at first, the women said their doctors downplayed the symptoms. In some cases (unspecified who), telling them the pain could not be because of essure. No further details were reported. Follow-up received on 18-oct-2015: this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting that took place in september 2015 (case# FDA-2014-n-0736-1476). Consumer reported that when she had essure placed in (B)(6) 2012, she wanted a non-surgical approach to birth control without adding daily hormones to her body. Consumer states that she had a four month old baby at home and a (B)(6) toddler along with a (B)(6). Her doctor assured that her reaction to nickel, when she was a child, would not interfere with essure. According to consumer, physician made it seem like no big deal and that she would be just fine. Consumer suffered headaches, low back pain, chronic yeast infections, miscarriage, joint pain, weight gain, bloating, heavy menstrual cycles, anxiety, irritability and states that she lost the playing with children. Consumer was not even able to read them books in bed without feeling the pain. Then came a time where she felt like a 100 year old woman getting out of bed in the morning. After her miscarriage she sought a second opinion and found some answers and someone willing to help her. In (B)(6) 2013, consumer had a partial hysterectomy to remove an embedded coil from her uterus, her tubes and multiple adhesions were also taken down. Also according to her, one of the adhesions on her liver was starting to get infected. Her perforated uterus was poisoning her body. Consumer felt like a new woman after healing from her surgery. Her family saw the real her again and her body returned to its normal weight within a couple months. Result and assessment of the product technical complaint investigation received on 05-nov-2015: this adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events, the lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had a miscarriage after essure (fallopian tube occlusion insert) insertion. Seventeen months after device placement she was submitted to a partial hysterectomy to remove an embedded coil from her uterus (uterus was perforated). According to her, during this procedure adhesions were removed and one of the adhesions on her liver was starting to get infected. Only uterine perforation is listed according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance including failure to return for the essure confirmation test (hsg). In this particular case, no information was provided about hsg. Consumer stated one essure coil was perforated; this could be an alternative explanation for the reported device failure (pregnancy). However, since its mechanism is unknown (if perforation occurred before or after pregnancy onset); causality with essure cannot be excluded. Regarding the reported miscarriage; considering it is the most common complication of early pregnancy, occurring in up to 20% of clinically recognized pregnancies at less than 20 weeks of gestation due to maternal conditions and fetal chromosomal abnormalities; causality with essure is considered unlikely. The same assessment is given for the reported liver adhesions, since essure has a local action in fallopian tubes. Additionally, non-serious events were reported. This case was regarded as incident, as device removal was required (hysterectomy performed). Based on the available information, there is no relationship between the reported medical events, the lack of efficacy and a quality defect. No active follow-up will be pursued (social media case).